Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on posterior, yellow particles inner device, crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified: sharp opening on posterior (patch shell bond edge). The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior (patch shell bond edge) assessed as an unidentified (tear) opening.